Event description:
Reporter alleged customer had discrepant blood glucose values on his advantage system when back to back testing was performed on three different days. Reporter stated customer tested 512 mg/dl versus 142 mg/dl on one particular day, 523 mg/dl versus 166 mg/dl on a different day, and 462 mg/dl versus 108 mg/dl on a third day when the comparative numbers were taken 1 minute apart on the system. Reporter indicated customer takes insulin on a sliding scale based on the readings and was not experiencing any hyperglycemic symptoms during the time of the testing. It was stated customer dosed insulin on a sliding scale based on the values of 142, 166, and 108 mg/dl however, no other actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.